Event description:
All attempts for return of the explanted vns lead have been unsuccessful to date.

Event description:
Clinic notes were received for a patient who was to have generator replacement due to neos = yes. At the day of surgery on (B)(6) 2012, neos = yes was observed and high lead impedance was obtained preoperatively. After the new generator was attached to the resident lead, high lead impedance was still occurring. A lead replacement was not done at the time as consent was needed. The new generator was not programmed on. The patient had no known trauma and did not manipulate the vns. X-rays were not performed. As inserting the lead pin into the new vns generator did not resolve the high lead impedance, a pin issue has been ruled out and a lead fracture is suspected. The patient later had lead replacement surgery performed on (B)(6) 2012. The explanted generator was returned for analysis. No anomalies were identified, and the generator performed per specifications. The generator was at end of service. Attempts for further information and return of the explanted lead are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.